Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated carbon dioxide (co2) results generated by au400 chemistry analyzer. The results were reported out of the laboratory and were questioned by a physician. Subsequent testing after recalibration of the analyzer produced results in the normal reference range. There was no effect to patients.

Manufacturer narrative:
Qc was within the established ranges before and after the event. Reagent blank reading indicated possible excess of hco3 in the di water which can cause higher recovery of results. Bci call center diagnosed a water problem based on reagent blank readings, and the customer will have water company service the instrument. The water problem has not been confirmed.